Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The perforator was returned for evaluation: DHR there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint. Potential causes of failure include: user misuse.

Event description:
N/a.

Event description:
A facility reported a perforator (ID 261221) passed the spring test before surgery. During use the perforator did not stop drilling when the cranium was already drilled through and the dura of the patient was drilled through and a blood vessel was damaged. The surgeon applied homeostasis to stop the bleeding. At the end of the surgery it was again necessary to use hemostasis to stop the bleeding of the same vessel. The event led to 15 minutes surgical delay, and the patient is expected to make a normal recovery. The drill used with the perforator was an electric stryker drill. The perforator clicked in place in the drill and the recommended spring tests were performed between each burr hole. The angle of approach was perpendicular and it was maintained through the drilling process. There was a constant downward pressure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.